Manufacturer narrative:
The lead / device is currently not available for analysis. No conclusion can be drawn based on the available device data. There was no indication of a device malfunction. The file is closed. The investigation will be re-opened should additional data or device itself become available.

Event description:
It was reported that oversensing on far field was noted. All impedances were stable and within range. The lead and the associated device remained implanted and active. As the internal review showed, the information about the incident was inadvertently not entered into the system directly after being known. No adverse patient side effects were reported. No event date was given.